Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited lens that kept glowing purple and could not be white-balanced. The issue occurred during an unspecified therapeutic procedure while the patient was under sedation. The procedure was completed after a brief delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, broken outer tube (thermistor), purple image and error e104. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the purple glowing lens that cannot be white balanced, purple image and error e-104 was due to broken video cable. The most probable cause of the broken video cable and broken outer tube (thermistor) was due to stress problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.